Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction: attach one way valve, vacuum the balloon inside of the tray and remove the balloon straightly with grasping it closely and removing it from the tray. The membrane of the catheter unwrapped shortly after being removed from the tray. As a result, the iab was not going to be inserted into the sheath. Inevitably, another iab was unpacked and the insertion was done without a problem. There was no reported pt complication or injury.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.